Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous distal of left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated several times. First inflation was at 2atm; second inflation was at 4atm; however, upon the 3rd inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The ruptured balloon was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patient 's condition was good.